Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the pump was not alarming when out of insulin. The customer blood glucose level was unknown. The customer stated that unexplained no delivery alerts was not due to site issues. The device will not be returned for analysis.